Manufacturer narrative:
(B)(6).

Event description:
The customer questioned low results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) and elecsys progesterone iii (progesterone iii) on a cobas e 411 immunoassay analyzer. The estradiol iii results are a reportable malfunction. The initial estradiol iii result was < 5 pg/ml. The repeat result was 201.2 pg/ml. It is not known if the low result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 284592. The expiration date was not provided. The customer noted bubbles on the reagent beads. The last preventive maintenance visit was on 21-jun-2018. The field service engineer (fse) visited the customer site and no instrument issues were identified. The fse checked the mixer rotation speed, sample probe voltage, pressure sensor voltage, sipper voltage, sample probe positioning, reagent mixer positioning and sipper positioning. The sample probe was cleaned both inside and out.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause.